Manufacturer narrative:
The insulin pump had constant failed battery test alarm due to faulty battery tube. The operating current was unable to be performed in order to verify if the weak battery alarm and unexpected low battery alarm were due to failed battery test. There was no cosmetic damage found on the case, the display functioned properly and there was no blank display. The displacement, basic occlusion, occlusion, priming and no delivery tests were all unable to be performed due to failed battery test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call failed battery test, low battery alert, weak battery alarm, blank display and high blood glucose levels. Customer's blood glucose level was 516 mg/dl. Customer treated their high blood glucose levels with insulin injections. Customer advised they have experienced low blood glucose levels and passed out on the floor. Customer declined to troubleshoot for low blood glucose levels. Troubleshooting was performed. Customer advised they tried several batteries on the insulin pump and continued to have several battery related alarms and issues. Customer replaced the battery on the insulin pump 6 times before they were able to get one to work. Customer declined to troubleshoot for blank display and failed battery test. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.